Manufacturer narrative:
The event was reported to the FDA (B)(4) by the user facility to the FDA and the manufacturer is reporting this MDR with additional context. There was no injury associated with this issue. Upon root cause analysis by our service technician, it was found that the transport assembly was stuck in the middle of its positioning, and therefore it could not go to transport or scan mode. The service engineer replaced the motor and the CT system is back up and fully operational. The CT system passed the daily calibration and qa check. No re-scanning was done for the patient.

Event description:
The omnitom computed tomography (CT) system will not go to transport / scan mode.